Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a patient contact that the patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022. In an additional follow-up call, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. The nurse confirmed the patient was subsequently admitted to the hospital with peritonitis. The nurse stated the patient¿s pd culture results (obtained in the hospital) are not available. It was stated the patient remained hospitalized at the time follow-up was performed. The patient was receiving antibiotic therapy in the hospital. The nurse was not able to identify the cause for the peritonitis event, however, it was adamantly stated the event was not related to any issue with fresenius products. No further information about the peritonitis is available, per the pd nurse.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a patient contact that the patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022. In an additional follow-up call, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. The nurse confirmed the patient was subsequently admitted to the hospital with peritonitis. The nurse stated the patient¿s pd culture results (obtained in the hospital) are not available. It was stated the patient remained hospitalized at the time follow-up was performed. The patient was receiving antibiotic therapy in the hospital. The nurse was not able to identify the cause for the peritonitis event, however, it was adamantly stated the event was not related to any issue with fresenius products. No further information about the peritonitis is available, per the pd nurse.

Event description:
It was reported by a patient contact that the patient on peritoneal dialysis (pd) was hospitalized on (B)(6)2022. In an additional follow-up call, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. The nurse confirmed the patient was subsequently admitted to the hospital with peritonitis. The nurse stated the patient¿s pd culture results (obtained in the hospital) are not available. It was stated the patient remained hospitalized at the time follow-up was performed. The patient was receiving antibiotic therapy in the hospital. The nurse was not able to identify the cause for the peritonitis event, however, it was adamantly stated the event was not related to any issue with fresenius products. No further information about the peritonitis is available, per the pd nurse.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies encountered during the internal inspection. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.